Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the device was explanted nine months later for normal battery depletion. The device was returned the following month and underwent standard analysis testing.

Event description:
Boston scientific received information that the pacemaker-dependent patient with this implanted device experienced approximately 12 seconds of pacing inhibition due to oversensed electromagnetic interference (emi) noise within his home. Technical services discussed troubleshooting techniques to try to identify the source of emi. It was noted that the interference is not able to be reproduced at the clinic. Further investigation revealed that there is emi somewhere in the patient's home. An electrician went out to the home, however no updates were made to the home. The boston scientific sales representative stated that there will be no resolution and the patient and physician are aware that this issue was not caused by the device. The device remains implanted in the patient.